Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: "make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 280 mg/dl. Reportedly, the pump supplies were changed to address the issue. The customer indicated that no backup insulin therapy method was available. The customer did not respond to multiple tandem technical support follow ups.